Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a discordant, falsely elevated sodium (na) result was obtained on one patient sample and a discordant, falsely low potassium (k) result was obtained on another patient sample on a dimension vista 1500 instrument. A siemens field service engineer (fse) was dispatched to the customer's site. The cse identified that the sample drain line was blocked and resolved the blockage by injecting bleach into the drain line as well as all other integrated multisensor technology lines. The customer indicated that there have been no issues since the service visit. The cause of the discordant results was due to the sample drain line blockage. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated sodium (na) result was obtained on one patient sample and a discordant, falsely low potassium (k) result was obtained on another patient sample on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting lower for na and higher for k. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na result and discordant, falsely low k result.